Manufacturer narrative:
This report is filed february 24, 2014.

Event description:
Per the clinic, the patient experienced a migration of the implant body subsequent to sustaining a head trauma (specific date not reported). The device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).